Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of needing assistance to link the pump with the sensor. Customer's blood glucose was 359 mg/dl at the time of incident and indicated that it was high for them. Customer indicated that they went to the hospital due to a traffic accident and not due to the pump. Customer mentioned that the battery cap continued to spin after it was removed from the device. Customer declined further troubleshooting.